Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, and swelling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: device patch with lot number 2823589, red particle material on the shell, opening. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Additional, changed, and/or corrected data: a.2, b.5, d.6b, e.1, h.6. The event of "left axillary lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported "left axillary lymphadenopathy," "pain" and "swelling." Device has been explanted.